Manufacturer narrative:
Date sent: 07/17/2008. Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples. The device was tested for functionality with the returned cartridge and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric procedure, the staples were not formed. There was bleeding at the staple line and the staples were noticed to be in a u shape. There were no blood units required for the patient. To complete the case, the surgeon used two similar staplers with no patient consequence.